Event description:
It was reported that 4 events had a patient experience renal dysfunction and dialysis was performed. It was reported that 38 events had a patient experience massive or major bleeding (sites: unknown, gastrointestinal, intraperitoneal, battlement, mediastinum, pump pocket, driveline site, chest wall and thoracic cavity). Blood transfusion was performed. It was reported that 17 patients experienced persistent ventricular or supraventricular arrhythmia. It was reported that 1 patient had embolic stroke possibly related due to air embolism during surgery. It was reported that 14 events had a patient with driveline infection. Treatment was antibiotic therapy and/or pump exchange. It was reported that one patient experienced bacteremia. Antibiotic therapy was performed. It was reported that 15 events had a patient report driveline infection. Antibiotic therapy was performed. It was reported that 11 events had a patient experience right heart failure. Peripheral edema was observed. It was reported that one patient had massive bleeding (left ovary). Blood transfusion and reversed antithrombotic therapy. It was reported that one patient experienced embolic stroke found through computed tomography (CT) scan. Left sided weakness described as symptoms. Drug therapy was performed. It was reported that one patient had a driveline infection reach the pump pocket. A pump exchange was performed. It was reported that one patient had a pump exchange due to driveline and pump pocket infection caused by (B)(6). It was reported that one patient had an embolic stroke in the right hemisphere. Coma was observed as a clinical symptom. No surgery was performed. Treated with drugs (anticonvulsant). It was reported that one patient had major bleeding in the intra-adipose artery around the old driveline penetration site. Blood transfusion and drug treatment were performed. It was reported that one patient had hypoxic encephalopathy, respiratory management was performed. Due to a large amount of bloody sputum, an airway obstruction occurred and choking triggered cardiopulmonary arrest. It was reported that one patient had an intracranial hemorrhage originated in the left-brain hemisphere by the CT result. Coma caused by headache and consciousness disorder was observed as a clinical symptom. Craniotomy was performed. It was reported that one patient had a cerebral infarction. It was reported that one patient had aortic valve regurgitation observed immediately after implantation. An aortic valve replacement was performed. It was reported that one patient experienced hemolysis with high lactate dehydrogenase (ldh) level. The cause of hemolysis was left ventricular assist device (lvad) related. It was reported that one patient had an intracranial bleed in the occipital region as the site of left hemisphere. It was reported that one patient was readmitted due to renal dysfunction and right heart failure. Heart failure symptoms worsened after switching to heartmate 3. It was reported that one patient had a stroke diagnosed in the entire cerebral cortex. CT examination diagnosed hypoxic encephalopathy. It was reported that one patient was readmitted due to pulmonary embolism or bleeding. It was reported that one patient experienced embolic stroke in the right hemisphere. Left hemiplegia was observed. It was reported that one patient with severe right heart dysfunction, experienced many sleep disorders and mental damages due to frequent occurrence of low flow alarms. Low flow alarm threshold was effective.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This is one of the original reports submitted for the historical jmacs patient registry review in japan through mcs abbott japan affiliate. Individual reports have been submitted under the corresponding MFR#'s and linked back to this MFR# 2916596-2022-01919. No further information was provided. The manufacturer is closing the file on this event.